Event description:
Customer reports lancet sticks out while using the softclix plus lancet device. Customer does not know if needle was protruding before or after firing. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.